Manufacturer narrative:
(B)(4). The device has been received from user facility at our bbm laboratory in (B)(4) and the investigation is on going at this time. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): over infusion: drug was delivered to fast: (B)(6). 100 ml fosfat was to be infused with at rate of 12,5 ml/h over 8 hours. Rate was set to 12,5 ml, vtbi 100ml, time 8 hours. Starting at 10.18 o'clock. 3 hours and 48 minutes later the drug container is empty even though there should be 5 hours and 12 minutes left of the infusion. [...]

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read out and analyzed. The history did not provide an explanation for the reported effect described by the customer. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device was heavily contamincated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to (B)(4) was performed. All measured values are within our specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.